Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 60mm x 75cm wallstent-uni¿ stent was advanced and successfully deployed. However, after deployment, it was noted that one end of the deployed stent was unraveled. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.